Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not vibrate during alarms. Customer stated they performed self test and insulin pump did vibrate. Customer stated the insulin pump did not vibrate during alarms like he was used to. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibrate anomaly, absence of vibrate or audio alarms or pump error 63 alarms in the formatted history noted during testing. (B)(4).